Event description:
Surgeon implanted crs rotary mixer cement 3cc sterile in an unk procedure for a sealing of the sellar floor. Patient was revised and the product was removed.

Manufacturer narrative:
Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.